Event description:
A report was rec'd that the pt is experiencing pain and discomfort at the ipg site. The physician gave the pt lidoderm patches which helped with the pain. The pt has since been reprogrammed and is reportedly doing well.